Manufacturer narrative:
No patient information provided by the customer. Field engineer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen will not calibrate. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.